Event description:
During a tvh procedure, a small piece detached from the cutting forceps and fell into the patient. The piece was retrieved from the patient with no patient harm. A like device was used to complete the procedure.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.